Manufacturer narrative:
Initial reporter phone: (B)(6). Information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Investigation is in progress, once completed a supplemental will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that after the procedure, cardiac tamponade occurred. Situation details are unknown. Drainage was performed, and the procedure was completed without problems. Additional information was received on the event. The patient¿s course has improved, they were discharged from the hospital without any problem. No abnormalities observed before or during use of the product. No problem reported related to health injury. The physician¿s opinion is that the adverse event was caused by the procedure and related with the rv catheter. The patient has fully recovered from adverse event and did not require extended hospitalization. A smartablate generator was used. Prior to noting the cardiac tamponade, ablation was performed. There was no evidence of steam pop. Correct catheter settings were selected on the generator. No error messages were observed on biosense webster equipment during the procedure.

Manufacturer narrative:
Additional information was received on the event on (B)(6)2022. A transseptal puncture was performed, rf needle (jll) was used. The event occurred post procedure. An irrigated catheter was used in the event, the flow setting was 15ml/min because ablation was performed over 31w. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. The force visualization feature was vector. The visitag module was used, the parameters for stability used were, 1.5mm 5s 5g 25%. No additional filter was used with the visitag. Color options were used prospectively was tag index. Therefore, the ¿d10. Concomitant medical products and therapy dates¿ field was processed. The investigation was completed on 25-feb-2022. Information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30656721l and no internal action related to the complaint was found during the review. Manufacturer's reference number: (B)(4).